Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a consumer from the (B)(6) of a break in aseptic technique and peritonitis in a (B)(6) home patient (hp). On an unreported date, a break in aseptic technique occurred. On (B)(6) 2012, the hp experienced abdominal pain, cloudy effluent and poor inflow and outflow. The stated cause of the peritonitis was due to the break in aseptic technique. On (B)(6)2012, the hp was hospitalized. On an unreported date, remedial treatment and interventions were performed of catheter repositioning and administration of vancomycin (500mg intravenously, frequency not reported). It was unknown if the patient received aseptic technique retraining.